Event description:
It was reported that during a laparoscopic cholecystectomy procedure, five times the device worked well. After that the device would not fire. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Eval: bent advancer. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and 1 clip gap was fed. Furthermore, the device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In order to evaluate the condition of the internal components, the device was disassembled and no burrs were noted and no anomalies were found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.